Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager could not be opened and was also unable to be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not opened. A field service engineer found that the srm latch assembly was defective and replaced the latch assembly with the wire harness to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.